Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap adrenalectomy procedure, the only info being made available at this time is that the clip applier did not release from vessel and this caused bleeding. There is no info about pt impact at this time. Unk how case was completed.